Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, a drawer closing sensor might require replacement. The customer mentioned that the machine does not recognize the top 2 drawers when closed. Customer tried to reboot and recover, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was not registering as closed due to a screw stuck to the magnet, which was obstructing proper movement. A field service engineer removed the screw, allowing the drawer to register as closed. The drawer was tested using the hardware test application, and the customer successfully inventoried medication from the drawer. The system functioned as intended after the field service engineer repaired the device.